Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 200 ohms. The health care professional (hcp) confirmed this ICD is programmed to triad configuration however unsure how it got programmed that way. The hcp programmed back to right ventricular (rv) coil to can configuration which revealed normal within range shock impedance measurements. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.